Event description:
It was reported that, during the implant procedure, this right ventricle lead was attempted to be implanted due to experiencing difficult to position and dislodgement. Another lead was implanted instead. No further adverse patient effects were reported.